Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2023: information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported it felt like stimulation was running intensely at times in the stomach, back and ribs even though the 'program is offline' - the lightning bolt is turned off. Ins is charged up. Pt reported when they go to turn stim on the programmer showed the doctor on the screen. Pt did not know the code. Pt said they kept trying to charge it. Pt would get the screen showing it was charging and it was on and would show the voltage and it was way up high. Pt lowered it down. Pt then went to group c and it was off. Pt tried turning it on and it would not come on. Pt said they cannot touch programs that were installed as pt was not supposed to feel stimulation. Patient said the last few days patient was feeling jittering in the body and could feel the heels vibrating. Had pt use the programmer on the call. The code/message did not appear on the call when pt used the programmer. Programmer showed therapy screen and pt said they could turn stim on now. Ins was half charged. Pt was in group c. Program 1 was on 0.05 and program 2 was at '10%'. When asked how stim felt, the pt said they could feel stim. Pt said they were told that the pt should not turn it on to feel stim like with the old system. Pt said they can turn stim off and still feel stim. Pt was redirected to healthcare provider (hcp). It was suggested that the pt should document date and time when they notice issues with stimulation. When offered hcp listings, pt said they were going to try to get an appointment with a manufacturer representative (rep) at the pain doctor like last time. 2023-sep-26: additional information was received from the patient. They called back in and reported that the issue is still on going, and asked for information how to set up an appointment with a rep. Agent reviewed information. Pt was given national answering service (nas) number and redirected to healthcare provider (hcp). Patient later called back and repeated that their stimulator will not turn off. Patient said it's on full blast and jolting their stomach and legs. Patient stated they've lost 30lbs in the last month because they can't eat. Patient stated if they turn the stimulation off, the sensation still continues. Patient added that they'll charge the implant and leave it off, and after a week the battery level will be down to 1/3. Patient said it seems to be shorting out inside them.